Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a severely diseased, mildly calcified, distal superficial femoral artery. A 5.5x150 supera stent was successfully implanted. A second 5.5x120 supera self-expanding stent system was advanced without use of a sheath, and there was some elongation during deployment. The white ratchet mechanism detached and was caught in the stent. Although the stent deployment was acceptable, surgery was performed at the knee to remove the white ratchet mechanism and during the surgery the second 5.5x120 supera self-expanding stent was removed in order to access the separated piece. After surgery, a non-abbott stent was used to complete the procedure. The patient is doing well and is expected to be discharged from the hospital one day post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). User facility medwatch #5061248. Evaluation summary: visual inspections were performed on the returned device. The tip separation was confirmed. The elongation was unable to be confirmed as it was based on case circumstances. The investigation was unable to determine a conclusive cause for the reported stent elongation and tip detachment. The additional therapy, surgery and hospitalization are due to operational context. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, a user facility medwatch report was received stating, "stent placed in the right popliteal artery and when removing the sheath, the tip of the sheath dislodged and separated from the body of the sheath, resulting in an open procedure to remove the tim from the vessel."